Event description:
Reporter indicated that site's dell handheld computer screen became frozen during interrogation. Soft reset, hard reset, removing and reinserting the flashcard were all done to resolve the problem. A new handheld has been provided to the site. Non working handheld was obtained by MFR for product analysis; however, that analysis is not yet complete.